Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: method code was updated to 3331 and 4109. Results code was updated to 213. Conclusions code was updated to 4310. The reported device was received for evaluation. The reported condition of infection and bone loss was not confirmed. Visual inspection of the as returned product identified minor signs of wear due to usage but no signs of significant damage or deformation. There was presence of unconfirmed foreign material around the drive feature. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports infection and bone loss around implant boss311. Site # 7. Implant was removed.